Event description:
Info received indicates the head of the bed will not go up.

Manufacturer narrative:
The tech found the solenoid valve was not holding head section up. The tech replaced the valve to repair the bed.